Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the operational check failed. No patient involvement at the time the issue was discovered. The reported issue was evaluated by customer, based on the information available, the cause of the reported problem was not confirmed, customer redid the self-test, device was back to normal use. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Reported problem was unable to reproduce. Customer redid the self-test, and device was back to normal use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.